Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, loss of capture was observed. The lead was replaced. The patient condition was fine.